Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Mechanical issue and hole/perforated are acknowledged within the instructions for use (IFU) and are not related to off-label use or failure to follow instructions.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) presented with a nonfunctioning device. A replacement surgery was performed, during which the physician confirmed a ruptured pressure regulating balloon (prb). The prb was explanted and replaced. There were no patient complications.